Event description:
It was reported that the patient received an inappropriate shock. It was noted there was an episode of atrial fibrillation (af) with rapid ventricular response (rvr) detected and the device treated as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).